Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of hole in the catheter and peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal low calcium) therapies. During a call with baxter customer service, the following was reported. On an unreported date, the patient's catheter had a hole. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. The cause of peritonitis was reported as hole in the catheter. On (B)(6) 2012, the patient was discharged from the hospital. Follow-up information ((B)(6) 2012): the nurse confirmed the event of peritonitis. The nurse confirmed the hospitalization dates as previously reported, but was unable to confirm that there was a hole in the patient's catheter as reported by the consumer. The patient recovered from peritonitis in (B)(6) 2012. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed, and no issues were detected during the manufacturing of lot gd892224.